Event description:
It was reported that a pump has an "upstream occ lower sensor failed." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced. Review of upstream calibration values shows the upstream sensor calibration was attempted outside of baxter.